Event description:
It was reported that on (B)(6) 2003: MRI showed significant cervical spondylitic changes and stenosis at 5-6 and a little bit at 4-5, persistent tingling going down his thumbs (more on the left than right), pain between shoulder blades, some numbness left lower extremity when he walks and stands (B)(6) 2004: pre and postoperative diagnoses: c4/5 and c5/6 disk osteophyte complexes with radiculopathy, neck pain, cervical degenera tive spondylosis and stenosis (B)(6) 2005: pre and postoperative diagnosis: pseudoarthrosis c5/6 status post anterior cervical discectomy and fusion c4/5, c5/6 (B)(6) 2005: patient also had surgery for bilateral c5/c6 laminotomies and foraminotomies

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.